Event description:
It was reported that the bd safetyglide¿ needle was blocked and unable to inject the immunization. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "unable to inject immunizations thru the needle".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary thirty one sealed packaged samples from lot number 2024137 were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. A device history record review was completed for provided lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation with sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and unable to inject the immunization. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "unable to inject immunizations thru the needle"